Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the investigation will be reopened for further investigation. A device history record DHR review was not conducted as a review of the information provided by the customer does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that the patient's pump is exhibiting under infusion and the pump is alarming for no disposable. The caller was instructed to hit the start and stop button to silence alarm, the settings were reviewed and the pump was powered off. The clamp was closed and the cassette was removed. The caller was instructed to gently tap the cassette to disperse air bubbles in the line and to press the green release. The cassette was replaced and the pump was powered on. The caller released the clamp on the tubing and restarted the pump at which time the pump screen reads run. The pump continued to make a double beep alarm sound and within 30 seconds the pump then alarmed for an upstream occlusion. The caller was instructed to trace the tubing to make sure that there were no kinks present and that all clamps were open which was confirmed by the caller. The caller was then instructed to power the pump off and close the clamp closest to the port. The caller had difficulty following directions throughout call. The caller was instructed to call clinic now for further instructions. No patient injury was reported.